Event description:
It was reported that the shock impedance of the implantable cardioverter defibrillator (ICD) system was increasing and became out-of-range. The most recent measurement was just in range, at 123 ohms. The right ventricular (rv) lead pace threshold had also increased, while the r-wave amplitude decreased. The ICD and rv lead remain in service at this time and no adverse patient effects were reported.